Manufacturer narrative:
D3 (manufacturer fax) has been as this was omitted from the initial mw submitted. D4 (primary UDI number) has been updated. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Failure to advance: the cause of the delivery issue was determined to be patient condition related to the patient's small vessels.

Event description:
Clinical narrative: a 73 year old female presented with an acute myocardial infarction and cardiogenic shock, with pre support clinical status consistent with scai shock stage d. Surgical right axillary/subclavian arterial access with a 10 mm graft was utilized. During the procedure, an impella 5.5 was attempted for placement despite serial pre dilation, the device was unable to pass through the anastomosis/graft, likely due to small patient vessels (=7 mm but limiting). The pump was removed without patient harm, and a cp device was placed instead. The event was attributed to an inability to advance the impella 5.5 through the surgical graft, most likely due to small vessel size at the anastomosis. The device did not contribute to patient harm, and support was successfully established with a replacement pump. No device malfunction was identified. The impella 5.5 will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events. The patient remained on support at the time of reporting.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This supplemental report corrects information previously reported in section h9. Upon review, the event was determined to have been incorrectly associated with a recall. Based on the current evaluation, the event is not associated with any recall.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details. The cause of the delivery issue was determined to be patient condition related to the patient¿s small vessels.